Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. Based on the current information available, evidence suggests that this device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. Recently, additional information was received regarding product return, which suggests that this device was explanted and replaced. Despite several attempts to obtain further information, and to obtain the explant date, no response has been provided. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. Subsequently, this device was explanted and replaced. No adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.